Event description:
The report received from the field states that a 8x40 precise rx carotid was placed in right internal carotid artery. Upon routine duplex scan approximately six months post index procedure, a fracture was discovered.

Manufacturer narrative:
Information received from an account initially reported a stent fracture of a precise carotid stent; angiography was performed and revealed a 30% restenosis with no fracture. The patient's medical history is unknown. There is no information regarding the initial procedure or the vessel/lesion characteristics. The report received from the field states that a 8x40 precise rx carotid was placed in right internal carotid artery. Upon routine duplex scan approximately six months post index procedure, a fracture was discovered. An angiogram was then performed and revealed only restenosis that was treated with balloon angioplasty with a wallstent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine an exact cause for the event, although there are potential lesion characteristics that may have contributed to the event. There is no indication in the manufacturing documentation that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Additional information received from the sales rep states that there was no fracture of the stent. Additional tests revealed that the carotid stent had restenosed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.